Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited increased shock impedance measurements. A red alert was declared in the remote home monitoring system indicating that there were measurements greater than 125 ohms. Boston scientific technical services (ts) reviewed the impedance data and this system was showing shock impedance values that are trending on the higher side of normal however, is not completely unexpected, especially since this patient has a single coil lead. Ts provided considerations that were to be reviewed with the physician. No adverse patient effects were reported. This system remains in-service.

Manufacturer narrative:
(B)(4). Attempts to obtain additional information have been performed. At this time, no additional details have been made available to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.